Event description:
Complainant alleged that the medical technicians were attempting to treat the pt (age and gender unknown) using the device, but the device screen displayed a "lead off" error message in all leads. The medical technicians were able to obtain another device to treat the pt. There was no adverse effect on the pt as result of the reported malfunction.